Event description:
It was reported that the pulse generator exhibited premature battery depletion post implant. Upon re-interrogation, the device continued to exhibit premature battery depletion. Device software download did not resolve the issue. The device was explanted on 3/12/15. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor. After replacing the capacitor, normal function resumed.